Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015 device evaluation: the pump has been returned and evaluated by product analysis on 12/07/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged occlusion issue was not verified in the black box or duplicated in the devaluation. Review of the black box data found that available date range did not cover the complaint date due to continued customer use. Review of the available date range did not find any occlusion alarms. Using the returned battery cap and a test cartridge cap the pump powered up and functioned properly. The force sensor calibration reading was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any occlusion issues. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion issue with the pump and the issue was not resolved with tubing change. No additional information was provided. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.